Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.

Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for (B)(6) in a patient (age not reported) coincident with dianeal pd4 ultrabag therapy. In (B)(6) 2004, the patient began dianeal pd4 ultrabag therapy for continuous automated peritoneal dialysis (capd). On (B)(6) 2011 the patient experienced bacterial peritonitis and was hospitalized. It was not reported if the patient underwent treatment for the bacterial peritonitis. On (B)(6) 2011 the patient was discharged from the hospital. It was not reported if dianeal pd4 ultrabag therapy was ongoing. In 2011, the event of bacterial peritonitis resolved. Concomitant medications were not reported. The nurse felt the event of bacterial peritonitis was not related to dianeal pd4 ultrabag therapy. A causality statement was not provided for the break in aseptic technique.